Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3-1 d3 was physically missing from the drawer, and the application was showing a failed icon. A field service engineer powered down the station and reseated the row board connection on the drawer controller board. The user was then able to clear the failed icon message. The drawer was inventoried without any issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was not present when attempting to recover the storage space, and an error message 'failed drawer' appeared. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.